Event description:
Pt had their mitral valve replaced with a bovine pericardial (perimount edwards lifesciences). The operation went well. After they came off bypass, an echocardiogram showed that the valve was grossly incompetent. It showed that there was poor coaptation of one of the leaflets. This is clearly demostrated on tee. The left atrum was once again reopened and the valve was inspected. There were no sutures caught around any of the posts. The valve was explanted and replaced with a 23mm st jude prosthesis. Inspection of the bovine pericardial valve postoperatively showed that there was a problem with one of the leaflets not being able to meet its opposing two leaflets during systole.